Event description:
Additional information was received that the generator was discarded and will not be returned to the manufacturer for evaluation. The hospital does not hold product more than two weeks and a company representative would have needed to be present at the surgery to take the generator for return.

Event description:
Additional information was received that the increase in seizures were below baseline and are believed to be related to the generator depleting. The patient's seizures are doing much better since their generator replacement. There was no malfunction suspected and last diagnostics were within normal limits.

Event description:
On (B)(6) 2012, it was reported that a patient was experiencing an increase in seizures since being involved in a car accident on (B)(6) 2011. The patient's seizures were reported to be worse than the pre-vns baseline. The patient was referred to her physician. Diagnostics were reported to be within normal limits. Attempts to obtain further information regarding the patient's condition have been unsuccessful to date.

Event description:
Additional information was received that the patient had a prophylactic generator replacement. Product return attempts are in process.

Manufacturer narrative:
Analysis of programming history.